Event description:
It was reported that this implantable cardioverter defibrillator and right ventricular (rv) lead were both explanted due to an infection. No device replacement was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.